Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had an issue with an infusion set and had insulin flow blocked alarm. The customer also reported low blood glucose level of 48 mg/dl. The insulin pump will not be returned for analysis.